Event description:
The customer reported that about 2 cc of diluent leaked from the lh780. The instrument generated error messages indicating the diluent level was low and the sheath tank was not full. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated.

Manufacturer narrative:
Customer technical support (cts) assisted customer with troubleshooting via telephone and had the customer reconnect the sheath tank connector. The customer was then instructed on resetting the analyzer and she noticed the tubing to the sheath flow restrictor (vc12) was unattached. She reattached the tubing and reset the analyzer with no leaks or errors. Then cts was told by customer that she cut the tip off (trimmed down) the tubing but it continued to pop off the fitting and cts dispatched service to site. The field service engineer (fse) stated that he saw no leaks with the unit when he arrived to site and he was not sure what fixed the issues the customer reported. The leak had apparently been resolved through the customers troubleshooting with cts. He replaced all the tube in the pathway of the sheath tank as a preventative measure. (B)(4).